Event description:
Healthcare provider reported a right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold, fluids. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify crease sharp opening on anterior and opening crack on diaphragm valve. Based on the device analysis the final assessment is: a crease sharp opening on anterior assessed as fold flaw opening. A crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.